Event description:
Patient reported that problem started 2007. Patient consulted doctor four days later. Patient reports that the doctor advised her that she had an unspecified eye infection. A swab was taken for analysis and two eye drops were prescribed. She was to take patanol, and if that did not work in the next few days, she was to take the other medication prescribed. Patient felt the event was related to the use of the product. Additional information was requested. Icp mass spectrometry was performed on another sample of this lot and showed a higher than expected amount of trace iron in the bottle of solution. Over time this would effect the product's stability and color. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. The affect of the higher level of iron is that the stability of the product is compromised with respect to color and efficacy over time. A global recall was initiated for this lot.

Manufacturer narrative:
Icp mass spectrometry was performed on another sample of this lot and showed a higher than expected amount of trace iron in the bottle of solution. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. A global recall was initiated for this lot.